Event description:
A literature abstract presented at a 2002 meeting describes the results of a randomized controlled trial involving lma-proseal airways. An event of pulmonary aspiration involving a single pt was reported. Clinicians noted decreased oxygen saturation post-op. A chest x-ray and blood gases confirmed pulmonary aspiration. The pt was placed in the ICU for 3 days on mechanical ventilation with peep. No other treatment was given and the condition resolved.